Event description:
Initial info received from a consumer on (B) (6) 2010: a male consumer reported that he was in the clinic and heard some people talking about a pt that had poly-l-lactic acid (sculptra aesthetic) (lot # and ex date unk) and that had a growth that had to be removed. He did not have any further info on the pt, dates, or the event. No further info reported.